Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/27/2016. The device has been returned and evaluated by product analysis on 10/04/2016 with the following findings. During investigation, the original complaint about the keypad was unable to be duplicated. The keypad was intact with no evidence of peeling or damage with all keys responsive to user presses. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and there was evidence of moisture corrosion near the keypad connector. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).